Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that after two total knee arthroplasty revisions, the patient is experiencing pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. After further review of the legal notes and further translation, product information could not be ascertained beyond a "nexgen tibia size 3" and surgical notes of a two stage revision. Review of the second stage of the revision found no discernable deviations from the surgical technique. During trialing the devices exhibited good balance and tracking in range of motion. During final implantation, the protrusion was correct, 120 degrees of flexion attained with 5 degrees of patellar overdrafting. Otherwise proper stability was achieved. These findings do not change the original root cause.

Event description:
It is further reported that the patient is experiencing possible nickel allergy.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the rotating knee packaging insert, pain, metal sensitivity, and inflammation are all potential adverse events. A definitive root cause cannot be determined with the information provided.